Event description:
It was reported that this patient with a spinal cord stimulator implant and a history of seizures has received multiple inappropriate shocks due to oversensing of myopotentials with lower signal amplitudes. The patient was brought into the clinic and these myopotentials were reproducible. The gain of the system was increased to prevent these inappropriate shocks. No adverse events were reported.

Manufacturer narrative:
This supplemental report is being filed to provide additional device coding.

Event description:
This supplemental report is being filled to include additional device code.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was subsequently explanted for an unspecified reason. No additional adverse patient effects were reported.